Event description:
Detachment of the hooped snare. When the user attempted to gasp the insertion wire with the snare, the hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed endoscopically.

Manufacturer narrative:
This complaint is confirmed, cause unknown. Returned for evaluation is the snare hoop clip and retractable wire. No damage to the grasping snare hoop was observed. The snare hoop shows a proper crimp. However, the retractable sliding wire has detached from the snare hoop. A chr of lot #husg1005 showed no other product complaints from this lot number.